Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic inflammation and bleeding from the implant site. Subsequently on (B)(6) 2015 the patient's abutment was exchanged; during the procedure the patient was given oral antibiotics. The implanted device remains.